Event description:
The recipient reportedly experienced pain, redness, swelling and drainage at the incision site. The recipient was treated with fucidin cream, however, the issue was not resolved. The recipient's family physician recommended discontinued use of the fucidin cream. On (B)(6) 2017, the recipient saw a dermatologist and was treated with liquid nitrogen to assist with scabbing. The recipient's drainage at the incision site has resolved. The recipient is being monitored.

Manufacturer narrative:
The recipient reportedly has a bump at the incision site which is believed to be due to device extrusion. Revision surgery is under consideration.

Manufacturer narrative:
On (B)(6) 2017, the recipient was prescribed oral antibiotics. On (B)(6) 2017, the recipient was also prescribed mupirocin. Revision surgery to remove the scab is scheduled.

Manufacturer narrative:
The recipient reportedly experienced a subcutaneous tissue infection. On (B)(6) 2017, the recipient was hospitalized. On (B)(6) 2017, the recipient was prescribed cloxacillin for 4-6 week. The recipient is currently being treated.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed well from revision surgery. The recipient is using the device. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced an infection. On (B)(6) 2017, the recipient underwent surgery to debride the area of granulation tissue back to healthy tissue.